Event description:
This lead was an attempted implant on (B)(6)2011. The physician was able to place the lead in a satisfactory position in a postero-lateral branch but it dislodged twice when he was cutting away the catheter. The physician was dr.(B)(6) at (B)(6)center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).